Manufacturer narrative:
Corrected product investigation: the returned parts were used in a veterinarian procedure and are included in the large fragment lcp system. The returned t25 stardrive screwdriver (314.118, 7980112) was received in decent condition with no clear indication of any damage which would contribute to the complaint condition. The stardrive tip of the screwdriver exhibited signs of light use but did not appear worn. The returned t25 stardrive screwdriver (314.118, 7980112) was manufactured on may 07, 2015 and the relevant drawing was reviewed. The returned screwdriver was manufactured months after the subject procedure/complaint condition occurred. The complained screwdriver had been replaced and discarded prior to reporting of the complaint to the manufacturer. There were no confirmed issues with the returned screwdriver. The relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No non-conformance reports were generated during production of the returned parts. Review of their device history records showed that there were no issues during the manufacture of the products which would contribute to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition.the returned 4nm torque limiting attachment (tla) (511.771, 3147) was received with an ¿e¿ etched into it, indicating its designation as being part of an evaluation set. Other than the etching, the remainder of the tla seemed to be in decent condition and didn¿t exhibit any damage which would contribute to the complaint condition. The returned 4nm torque limiting attachment (511.771, 3147) was manufactured on september 16, 2006 and the relevant drawing was reviewed. There did not seem to be any record of the returned tla being sent for maintenance/calibration during its time in the field. The repair technician stated that the tla was tested and failed torque test. The tla was disassembled for further inspection and it was noted there was an unknown liquid found on internal torque component assembly and corrosion on the quick coupling components due to improper cleaning/care. The relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No non-conformance reports were generated during production of the returned parts. Review of their device history records showed that there were no issues during the manufacture of the products which would contribute to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part number: 314.118, lot number: 7980112: release to warehouse date: may 7, 2015. Manufacturing site is synthes (B)(4). No non-conformance reports were generated during production of this device assembly or the relevant components. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: it was reported that two devices malfunctioned in a loaner large fragment set resulting in the death of a horse. Surgeon said that the ¿pin that goes from the star drive screwdriver to the wooden handle is stripped and he had to use the torque limiting handle to drive the screw in." It was noted that torque limiter might not be functioning appropriately as some of the screws backed out and the horse died. The returned parts were used in a veterinarian procedure and are included in the large fragment lcp system. The returned t25 stardrive screwdriver was received in decent condition with no clear indication of any damage which would contribute to the complaint condition. The stardrive tip of the screwdriver exhibited signs of use, but did not appear significantly worn. The returned 4nm torque limiting attachment was received with an ¿e¿ etched into it, indicating its designation as being part of an evaluation set. Other than the etching, the remainder of the tla seemed to be in decent condition and didn¿t exhibit any damage which would contribute to the complaint condition. The returned t25 stardrive screwdriver was manufactured on may 7, 2015. The relevant drawing was reviewed. The returned 4nm torque limiting attachment was manufactured on september 16, 2006. The relevant drawing was reviewed. The relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. Upon inspection of the returned driver, it was noticed that the dowel pin did not seem to be damaged and was still fulfilling its intended function of connecting the shaft with the handle. During inspection of the part, efforts were made to attempt to recreate the spinning of the shaft within the handle and all signs indicated that the dowel pins were still intact and functioning as intended. After inspection indicated that the shaft was appropriately connected to the handle, the stardrive tip of the driver was noticed to have routine wear from less than a year¿s worth of use. It is possible that the driver tip was not properly engaging with the subject screws and possibly spinning within a stripped screw recess, which could cause an effect similar to the one noticed in the complaint description. There did not seem to be any record of the returned tla being sent for maintenance/calibration during its time in the field. The repair technician stated that the tla was tested and failed torque test. The tla was disassembled for further inspection and it was noted there was an unknown liquid found on internal torque component assembly and corrosion on the quick coupling components due to improper cleaning/care. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was further reported that a filly presented on (B)(6) 2015 with a compound, open bi-axial fracture of the sesamoid bones on the right front fetlock. In order to treat, a surgical procedure was performed on (B)(6) 2015. Thereafter, the horse experienced pain and was unable to bear weight up through (B)(6) 2015. It was noted via x-ray that one (1) of the locking screws had backed out. Two (2) weeks later, on (B)(6) 2015, radiographs were taken which showed that five (5) of the six (6) locking screws had actually backed out. The resulting instability led to the breakage of one (1) of the 5.5mm cortical screws. The horse was euthanized on (B)(6) 2015. It was reported that the screwdriver in the set was not able to be used for surgery due to device malfunction. The torque limiting attachment was used as a connector to the universal handle, but it was noted that the torque limiting attachment prevented the screw from being fully tightened into the locking plate.

Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Veterinary complaint: it was reported that two devices malfunctioned in a loaner large fragment set resulting in the death of a horse. Surgeon said that the pin that goes from the star drive screwdriver to the wooden handle is stripped and he had to use the torque limiting handle to drive the screw in. When the surgeon put the driver into the screw head and applied torque, the handle would spin and he was not able to drive the screw, so he used the middle wooden handle in the evaluation set, with the torque limiter and the start drive shaft and was not able to hand tighten the screws. It was noted that torque limiter might not be functioning appropriately as some of the screws backed out and the horse died. This is report 2 of 3 for (B)(4).